Event description:
It was reported that the patient experienced phrenic nerve stimulation. After an x-ray confirmed the left ventricular (lv) lead had not migrated, the lv lead vectors were reprogrammed. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.